Event description:
Customer reported the sleeve is very hard and the connections pins are loose. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that bearings were damaged due to normal wear. Additionally, the functional testing revealed that the motor vibrates and the wx could not be coupled. Device was inspected, and repaired by replacing a few components.